Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/13/2017 with the following findings: a review of the black box showed multiple no cartridge warnings. The load step malfunction step was duplicated during investigation. During the load step the piston pushed up until the cartridge was empty. The force calibration failed. The pump was opened to find the force sensor pin was cracked. Unrelated to the original complaint, the audio bolus button was inoperable. The button cover was torn. The audio bolus button cover was removed to find the slug missing. Additionally, the battery compartment was cracked from the case seal to the grip pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (load step malfunction) issue. It was reported that the pump was priming the tubing during the load step. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because there is the potential for insulin over delivery if the patient is not disconnected during the load cartridge step. The owner's booklet provides a warning to the user to never start the prime/rewind sequence on the pump while the infusion set is connected to the body and provides multiple reminders during the prime/rewind sequence.